Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had a scope error b32. The issue occurred during a preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8 additional information added to field: h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection. Additionally, the event no image with error code (b30) was found during device evaluation. Based on the results of the investigation, it is presumed that the event no image with error message b30 occurred due to device was repaired by a third-party agency with using non-olympus distal end unit. Moreover, damage was confirmed on plug unit. Whereas the event error message b32 (scope data error) occurred due to ID-chip had no data. Since the data had no abnormality at shipping, it is presumed that the event occurred by the third-party repair. However, a definitive root cause could not be determined. The following is included in the instructions for use (IFU): -operation manual chapter 3 preparation and inspection states detection methods for image abnormality. -instructions for use (IFU) states on non-olympus repair as follows: operation manual important information ¿ please read before use prohibition of improper repair and modification this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.